Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Correction - physician should be (B)(6) instead of (B)(6).

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a communication issue with their ipg. The patient was last able to charge and last received effective therapy approximately (B)(6) 2020. The patient may undergo surgical intervention to address the issue.